Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to the previously submitted report. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the result of the investigation it is likely that the insulation at the distal tip is blown is due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during reprocessing of the laparo thoraco videoscope, the insulation was blown at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.